Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and replaced. The passive backplane and power supply were also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.